Manufacturer narrative:
B3: event date ¿ this issue occurred on an unspecified date in march 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set with duo-vent spike was leaking. This issue as described as, ¿came off at the attachment hub and was infusing into the bed¿. This issue occurred during patient infusion with dexmedetomidine. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.